Manufacturer narrative:
Result: the px slim was fractured approximately 90.5 and kinked approximately 112.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the px slim was fractured. This type of damage likely occurred due to forceful handling during removal from the packaging. Further evaluation of the px slim revealed a kink. This type of damage was likely incidental and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using a px slim delivery microcatheter (px slim). During the procedure, the physician noticed that the px slim had become fractured about 30 cm from the tip while being advanced along a non-penumbra guidewire. Therefore the px slim was removed and the procedure was completed using a new px slim. There was no report of an adverse effect to the patient.